Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Asku. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of the patient to show the sales rep that the device was not working properly. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining four clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly, they were malformed. There was an issue with the firing mechanism. A second device was used to complete the case with no patient consequences.